Event description:
The sales rep reported on behalf of the customer that it was noticed that there were tow wingless centralizers instead of 1 x winged and 1 x wingless.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.